Manufacturer narrative:
There is no reported pt impact associated with this event. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Event description:
It was reported that the pump dispensed insulin during the load cartridge step.